Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was admitted to the hospital with diabetic ketoacidosis. Around 7:30am on the morning of the hospitalization, the patient felt unwell and nauseous. At 9:00 am the patient still felt unwell and did not go to school; his blood glucose level was around 7.3 mmol/l. Around 11:00am the patient had been vomiting and his blood glucose results were between 4.3-4.9 mmol/l. The patient's mother contacted a diabetes educator who advised her to take her son to the hospital. On arriving home, the mother said her son couldn't drink because he had been vomiting excessively and they drove to the hospital at ''around 12:30pm''. At this time, his blood glucose level read hi (greater than 33 mmol/l). He received an IV of saline and potassium and was treated for his diabetes for one week. His results in the hospital ranged from 5-10 mmol/l. Requested return of suspect device and strips, and replacement was sent.